Event description:
The customer reported that the collimator became loose and hangs on one screw.

Manufacturer narrative:
The investigation is currently ongoing and conclusions will be sent in a f/u report to the FDA. (B)(4).